Manufacturer narrative:
No unexpected button error alarms were noted. The pump was received with no button response on the act button due to corroded keypad traces. Unable to perform the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery or operating currents measure due to the unresponsive keypad. Unable to verify the failed battery test alarms due to the unresponsive keypad. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 142 mg/dl. Customer stated that she was giving herself a bolus, changed battery and received a failed battery test followed by the button error. Customer noticed that there is a crack in the case that held the reservoir. Customer was unable to clear the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.